Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy after a fall. Diagnostic testing revealed high impedance on multiple contacts. As a result, surgical intervention was undertaken, wherein the lead was explanted and replaced. Post-operatively, the issue was resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.